Event description:
The nurse on duty this morning was still not sure how the catheter "kinked". She shared that when the catheter was removed, it was twisted and like swirly like a coil. Apparently patient was having consistent numbers, the nurse stepped out of the room to get linen and heard an alarm. Patient was comatose not moving. The alarm was a red highlighted alarm and when the nurse pushed the help screen it said catheter has not cleared the sheath. She then called the doctor who decided to pull instead of advance. The plan was to apparently discontinue therapy today at 2 pm so no new catheter was placed. Numbers did not change much during the alarm. Now - the intensive care unit manager reviewed the pcxr and found that the catheter actually looks low to her from yesterday. She has not spoken to the doctor yet. The iab was placed in catheter lab and the intensive care unit manager spoke to them and the nurse practitioner for (B)(6) and said why aren't we doing pcxr on admission to intensive care unit and after each travel and any severe agitation episode. The radiology report from yesterday was less than impressive also - not worth putting in writing. You can see some of the details provided to me on the phone today, but customer will complete data complaint form when they send back balloon. Catheter alarm on pump (according to customer "catheter has ot cleared the sheath"). Balloon catheter was inserted in this patient on the evening of (B)(6) without any reported difficulty in the cath lab. Md was called due to alarm on pump and md elected to pull catheter earlier than anticipated - did not replace with another catheter. F/u indicated that balloon was low on x-rays available, but no post-cath x-ray was taken so it is unclear what the position of the catheter was upon insertion. Noted that the catheter was kinked, twisted and "swirled" upon removal. After balloon catheter was removed, patient was "holding his own". Patient was not in great shape to begin with, but at this time they are not reporting any complications as a result of the balloon being removed prematurely - only that the alarms caused them to prematurely remove the balloon catheter. (B)(4).

Manufacturer narrative:
The iab catheter was returned in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was oer the catheter but it was not a datascope product. The extension and pressure tubing were also returned. One kind was found on the catheter tubing near the y-fitting. It is difficult to determine when the kink occurred. It may have occurred during iab removal, during iabp therapy, from patient movement, or while packaging/shipping the iab back for evaluation. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and two leaks were detected on the membrane approximately 9.4 cm and 9.9 cm from the rear seal measuring 0.013 cm and 0.064 cm in length. Conclusion: the penetrations found on the membrane appear to have been caused by a sharp object. A review of the device history does not indicate any lot specific issues. (B)(4).